Event description:
It has been reported that the touchscreen is not responding. There is no patient involvement.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
H10: philips received a complaint from customer biomed reporting the v60 ventilator touchscreen was not responsive. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the touchscreen was not responding during set up and failed calibration. The rse advised touchscreen replacement and provided the necessary part details for customer order. Multiple good faith efforts were made to obtain information regarding device repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.